Event description:
Patient went to sit down on bath chair. When full weight of patient was resting on bath chair. The chair collapsed. Patient was evaluated and there was no evidence on any injury. Bath chair appears to be an older model. One of the legs and "folded-in" and caused the chair to collapse on itself. Weight capacity of bath chair is 350 lbs which the patient was well under this capacity. Hospital is taking this as an opportunity to standardize and develop equipment inspections for potential safety failures.